Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the system failed to boot up and save images. There is no report of death or serious injury.